Manufacturer narrative:
Section b5: the patient device exchange due to driveline infection on (B)(6) 2019 is reported under MFR #2916596-2019-05324.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of infection could not be determined through this evaluation. Additionally, a correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the report of a loculated effusion also could not conclusively be determined through this evaluation. The account communicated that the patient presented to the emergency room (ER) on (B)(6) 2017 with epigastric discomfort and a fever. Drainage was observed from the driveline and the patient was treated with IV antibiotics. A culture of the driveline came back positive and a debridement was performed on (B)(6) 2017. The account reported that the patient then had a left pleural tap on (B)(6) 2017 and a left chest tube placement into a loculated effusion on (B)(6) 2017. Cultures from these procedures were negative. On (B)(6) 2017, IV antibiotics were discontinued and the patient was not placed on chronic suppressive antibiotic therapy. The patient remained ongoing on (B)(4) until the device was ultimately exchanged on (B)(6) 2019 due to a persistent driveline infection (refer to cs-131795). The hm 3 lvas instructions for use (IFU) lists localized infection, driveline infection, and pump pocket/pseudo pocket infection as adverse events that may be associated with the use of the hm 3 lvas. This document also contains details about postoperative patient care. Additionally, the hm3 lvas IFU and patient handbook both provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, the patient presented to the emergency room (ER) with epigastric discomfort and a fever od 102f. While admitted, drainage was noted from the driveline. A CT scan resulted negative for a abscess. The patient was treated with IV vancomycin and started on zosyn. A culture was obtained and resulted the type of infection was (B)(6). On (B)(6) 2017, the patient had an operative debridement. On (B)(6) 2017, the patient had a left pleural tap. On (B)(6) 2017, the left chest tube placement into loculated effusion was exudative. The resulted cultures were negative. IV vancomycin was discontinued. The patient not placed on any chronic suppressive therapy at the time of discharge.